Event description:
The implantable neurostimulator was confirmed to be flipped. It was noted that the pt had received a normal recharging screen 1-2 weeks prior and stimulation at least a couple of weeks prior to the discovery. Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).